Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the healthcare provider (hcp) found an issue with one of their dbs for obsessive-compulsive disorder (ocd) patients. The patient experienced an exacerbation of complaints which may be caused by the dbs defect - the report showed there was high impedances on contacts 8 and 11. The patient was stimulated on the upper two contact points on both sides. Potential causes and troubleshooting were reviewed.